Event description:
Additional information received which indicated the patient was prescribed aspirin at valve discharge. Anti-coagulation therapy was not used until the thrombosis was diagnosed. The last international normalized ratio (inr) obtained was date of the valve implant and measured 1.11.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: computed tomography (CT) imaging from october 18, 2024 was provided and reviewed. Suboptimal image quality was noted. The prosthetic leaflets appeared thickened with plaque/thrombus. There was possible plaque/thrombus observed inside the native cusps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the implant depth of the transcatheter valve was 3 millimeters (mm) on the non-coronary sinus and 4 mm on the left coronary sinus. A computed tomography angiogram (cta) performed following the 6-month transthoracic echocardiogram (tte) confirmed leaflet thrombosis. As reported, there was markedly low-attenuation thrombi or valvular debris adherent to the right and noncoronary cusps of the aortic valve and to a minor extent the left coronary cusp. Marked motion abnormality (hypoattenuation affecting motion (ham)) with inadequate opening of the valve leaflets was noted. Hypoattenuated leaflet thickening (halt) was confirmed. An anticoagulant was started to address the thickened leaflets and high gradient.

Manufacturer narrative:
Updated data: b1, b5, h1, h6 h1: additional information received provided information that indicated this event now meets serious injury criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six and a half months following the implant of this transcatheter aortic bioprosthetic valve, at the six-month post-operative follow-up appointment, a transthoracic echocardiogram (tte) was performed. The tte revealed the bioprosthetic aortic valve had thickened leaflets, mild aortic insufficiency, and an increased transvalvular aortic gradient (30 mm hg) when compared to the 30-day post-operative follow-up appointment (8 mm hg). No treatment was performed. Of note, three additional valves and one additional delivery catheter system and a compression loading system were reported to be returning to medtronic; however, there was no allegation of device failure.

Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-26, (serial: (B)(6) ); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: evolutfx-26, (serial: (B)(6) ); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: l-evolutfx-2329, (lot: 0012086921); product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID: l-evolutfx-2329, (lot: 0012086921); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: d-evolutfx-2329, (lot: 0012101420); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: d-evolutfx-2329, (lot: 0012101420); product type: 0195-heart valves; implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.